Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A physician reported that a 27ga cannula was used during a cataract surgery in the left eye when a capsular tear was noted. The patient subsequently required and received a vitrectomy with sulcus intraocular lens (iol) implantation. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that during the phaco and nucleus removal stage of a cataract extraction with intraocular lens implantation surgery, the 27ga cannula created an anterior capsule tear that extended posteriorly. Additional retina monitoring has been provided to the patient.

Manufacturer narrative:
No cannula sample has been returned for evaluation for the report of tip damage and anterior capsule tear therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicates that the product was processed and released according to acceptance criteria therefore, the root cause for customer complaint issue cannot be determined. However, a possible contributing factor was identified from the device history record review whereby the incoming inspection for component found a similar defect as the reported issue of a rough cannula edge. Because the actual complaint samples were not returned, the exact root cause for this complaint is unknown. An investigation has been opened to investigate the possible manufacturing related root cause for this issue. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).